Event description:
Report received of an independent drug concentration and 4-hour dose limit change. The pump was programmed at 10:40am in 6/2003 to deliver dilaudid with a concentration of 0.2mg/ml in the pca + continuous mode, with a continuous rate fo 0.2mg/hr, a pca dose of 0.2mg, a 10-minute pt lockout, and a 4-hour dose limit of 4.8mg. The vial contained 30ml of dilaudid. At 710pm, the continuous rate was discontinued. At 11:00pm, the pump was re-programmed for a pca dose of 0.3mg, with a 10-minute pt lockout. The next day, the syringe was changed at 250am, and there was no other setting changes. It was reported taht at 6:30am, the nurse noted that the display indicated a conentration of 1mg/ml with a 4-hour dose limit of 2mg, instead of the intended concentration of 0.2mg/ml with a 4.8mg 4-hour dose limit. The nurse re-programmed the pump for dilaudid with a concentration of 0.2mg/ml in the pca only mode, a pca dose of 0.3mg, a 10-minute pt lockout, and a 4-hour dose limit of 4.8mg. Therapy continued on the device until approximately "1:00pm or 2:00pm," until it was decided to removed the pump from clinical servie. There were no reported adverse pt effects. Though requested, no add'l info was available.